Event description:
The customer reported an unknown quantity of product that is cracking and leaking were detected after numerous sets (up to 5) were connected together in order to give a MRI to (a) unknown patient(s). The reported condition occurred during administration of propofol/saline. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A labeling review was conducted, which found the labeling to be adequate in relation to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.